Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7314589, UDI: (B)(4).

Event description:
It was reported that the patient could not get coverage for pain areas. The patient had lead migration and had the leads pulled early. The explanted devices were discarded by the facility.

Event description:
It was reported that the patient could not get coverage for pain areas. The patient had lead migration and had the leads pulled early. The explanted devices were discarded by the facility.

Manufacturer narrative:
Investigation results: the spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.